Event description:
Additional information in h 10.

Manufacturer narrative:
Other, other text: h 6 updated. New information that there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. The lcd was scratched and the battery door knob was chipped. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The dso sensor was non-reactive and needed to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.